Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose and low blood glucose. Customer stated she noticed her blood glucose was high and her site was wet. Troubleshooting was done for infusion set leaks. Customer's blood glucose at the time of the event was 400 mg/dl and treated with manual injection. Customer's blood glucose currently was 57 mg/dl. And stated treated with food. Customer declined to troubleshoot for high and low blood glucose. No further information provided.